Manufacturer narrative:
Adverse event problem: f2201, f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: underweight, missing piece of the shell and broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported defect implant and pain diagnosed with ultrasound and histology. Healthcare professional additionally reported "showed suspected bilateral device rupture," and "fibrous prosthesis capsule with a capsule thickness of up to 2 millimeters. Chronic histiocytic inflammation, adipose tissue necrosis and foreign body reaction with moderate silicon bleeding." The device has been explanted. Left side record.